Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue twisting switch (main body) of a minicap transfer set was broken. This issue was noticed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a cracked/broken main body. The reported condition was verified. The cause of the cracked/broken main body could not be determined. Should additional relevant information become available, a supplemental report will be submitted.